Event description:
It was reported that the device migrated. The pocket was revised and the device remains in use. It was also reported that the right ventricular lead had low sensing so the physician attempted to implant a pace/sense lead, however, it could not be placed due to subclavian stenosis. The sensing issue will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d314trg ICD, implanted: 2013. A 1388t lead, implanted: (B)(6) 2006. (B)(4).